Manufacturer narrative:
(B)(4).

Event description:
Menees, s., hoelzer, b., moeschler, s. Fluoroscopically-guided epidural fibrin glue blood patch as definitive therapy for persistent cerebrospinal fluid leak: a case study. Regional anesthesia and pain medicine. 2013. 38(1). Summary/reported event: this report refers to (B)(6) male patient presented with progressive upper and more pronounced lower extremity tremors secondary to an unknown etiology. He underwent an intrathecal baclofen (unknown manufacturer) test dose with significant improvement in his lower extremity spasticity. Two weeks following the test dose, an intrathecal pump with baclofen was placed without complication and his symptoms improved greatly. One year after intrathecal pump implantation, the patient noted swelling and pain over the catheter site as well as a new-onset positional headache. The patient was evaluated and underwent magnetic resonance imaging. A seroma was identified adjacent to the catheter at the right lumbar region. Two weeks later, an ultrasound-guided aspiration of the lumbar seroma was performed showing clear, slightly yellow-tinged fluid that was confirmed to be csf. The patient underwent an epidural blood patch and this improved his symptoms for several days after which time his symptoms returned. Two weeks later, he underwent fluoroscopically-guided l2-3 interlaminar epidural fibrin glue blood patch. Ten milliliters of fibrin glue additive in combination with two milliliters of autologous blood (total volume of twelve milliliters) was administered to the point that the patient had a mild pressure paresthesia. The patient has had complete resolution of the csf leak following the procedure. The outcome for other event was not reported. The author concluded while intrathecal drug delivery systems (idds) has been shown to greatly improve the quality of life for many patients suffering from spasticity or severe pain, it comes with inherent risks. There is a paucity of literature showing the use of a fibrin glue blood patch as definitive treatment for persistent csf leak. Master file. No related files.